Event description:
It was reported that the patient experienced a loss of therapeutic effect. Patient stated that she had gone back to taking vicodin since the stimulator was not giving her pain relief. The patient said "it actually hurts when stimulating" and that it took her 3 months for her to recover after the initial implant. After the implant she received pain relief down her right leg, but it wasn't as good as the trial. The patient noted that the stimulation changed about 3 months after implant. The patient stated that they had fallen a couple times, once over a vacuum cleaner, and once down the stairs, but she didn't recall time frame. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011,: product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer. (B)(4).